Event description:
--

Event description:
Boston scientific received information that this atrial lead was observed to have no capture as it had dislodged. As a result, the lead was successfully explanted and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned and underwent detailed analysis. Visual observations noted setscrew marks. There was a compression in coils with a tool mark in the insulation above it 7.5 cm from pin. A cut in the insulation 8.5 cm from the pin was also present. The helix was physically within specification however tissue was entwined the mechanism. The lead passed electrical integrity testing. In conclusion, analysis could not confirm the field allegation.